Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, the ex travascular (ev) lead was tunneled under the sternum without issue, however first measurements showed low r-waves. The ev lead was moved back slightly with improved sensing noted on the analyzer; therefore fixation was performed. A decrease in sensing was then noted, so the fixation knots were reopened and the lead was adjusted, reknotted and tunneled into the pocket where oversensing and noise were observed. A chest x-ray was performed and the ev lead was noted to have flipped 180 degrees and slipped into the pleura. The ev lead was reconnected to the device with no stable signals on the sensing channel and out of range (oor) high impedances. The physician suspected a lead or header failure. The physician decided to abort the procedure and removed the ev-ICD system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.